Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was¿ 408 mg/dl. Customer's other blood glucose level was 256 mg/dl, up to 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose event using manual injections. Customer allege insulin pump was under delivering. The insulin pump's auto mode system was on. Customer also reported insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and high pressure test and it was passed. The insulin pump will not be returned for analysis.